Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and test strips were requested for investigation. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.8 inr, qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 2.3 inr. The result from the laboratory within minutes was 1.6 inr. Customer provided another comparison completed on an unknown date. The result from the meter was 2.3 inr. The result from the laboratory was 3.6 inr. The customer's therapeutic range is 2.3-2.8 inr.